Manufacturer narrative:
Photographs and the smart card data were returned for evaluation. The complaint kit was not returned. The smart card data shows that prime was completed, and blood collection began in double needle mode. The treatment proceeded until an alarm #7: blood leak? (Centrifuge chamber) occurred after 155 ml of whole blood had been processed. The customer provided photographs verify the drive tube break as blood splatter is seen on the centrifuge chamber walls and the drive tube is broken between the upper and lower drive tube bearing stops. A known cause of a broken drive tube is when the drive tube is not rotating freely. If the drive tube bearing is not secured in its retainer it will move to the center of the drive tube, through centripetal force, and impact the chamber wall. A material trace of the drive tubes used to manufacture lot k315 did not find any related non-conformances. A device history record review did not identify any related non-conformances, deviations, or equipment maintenance events. This kit lot had passed all lot release testing. The root cause of the drive tube break could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4). (B)(4) 2021.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction drive tube leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot k315 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot k315 shows no trends. Trends were reviewed for complaint category, drive tube leak/break. No trends were detected for this complaint category. This assessment is based on the information available at the time of the investigation. At the time of this report, the analysis of the returned kit and smart card is still in progress. A supplemental report will be filed when the analysis is complete. (B)(4).

Event description:
The customer contacted mallinckrodt to report they experienced drive tube leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported approximately 161 mls of whole blood had been processed at the time the drive tube break occurred. The customer reported there was a blood leak in the centrifuge chamber. The ecp treatment was aborted and no residual blood within the kit was returned to the patient. The customer reported the patient was in stable condition. The customer returned photograph, smart card, and kit for investigation.